Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient posted a public comment on social media reporting recurrent infections at the insulin injection site. The patient stated that infections occurred three times, with two events reportedly resulting in treatment at an emergency facility. The patient reported cleaning the application site with alcohol prior to applying the pod and requested information on infection prevention. A supplemental report will be provided if we receive additional information. This covers the first event including treatment at emergency facility. (Insulet reference numbers: (B)(4).